Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level had been around 200 mg/dl, 300 mg/dl and 400 mg/dl. The customer¿s current blood glucose level was 272 mg/dl. The customer was treated with insulin bolus. The customer stated that the pump was under delivering because they would deliver a bolus but their blood sugars were still high. They then would treat with manual injection. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform operating current, unexpected restart error test, self test, rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test or verify battery out limit alarm or possible under delivery anomaly due to motor error alarms. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot and stained address or serial number label.